Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and determined the customer had resolved the leak by replacing the white blood cell (wbc) bath drain tubing. The fse verified the tubing installation and checked all fittings for security. To address the wbc background failures during the instrument startup process, the fse identified and resolved a blockage on aperture #3. The fse replaced the diff sample tubing and the flow cell tubing, correcting the incomplete differential test results obtained for control and patient samples. The fse identified the aspiration needle was bent and replaced the needle, resolving the occurrence of aspiration p errors. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The customer identified a leak while cleaning the white blood cell (wbc) bath with bleach. The customer was cleaning the wbc bath due to a obstruction in the aperture that caused a high wbc background during the instrument startup process. The leak was reported to be from the fitting associated with the middle aperture. The leak was less than 2 ml and was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer also reported incomplete differential test results were obtained for control and patient samples. The fse observed the analyzer had been generating aspiration p errors. The operator was wearing gloves, goggles, and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.